Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer reported blood glucose levels up to 300 mg/dl and down to 50 mg/dl. Blood glucose level at the time of the call was 201 mg/dl. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.